Manufacturer narrative:
Examination of the returned device confirms the complaint. It appears the internal threaded inserter was used without the outer guard component which protects the threaded inserter. The outer body component was not returned. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Retaining inserter shaft from the summit tapered broach tray was bent and dethreaded.